Manufacturer narrative:
Pump failed to boot up properly, once installing aa battery, reoccurring failed battery test occurred. Unable to perform sleep current test, active current test, and self test due to reoccurring failed battery test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Found 16 relevant failed battery test alarms in the pump history files and traces on the event date of 10/09/2025 at 20:00:00.000 to 20:32:58.000. Battery cycle 12.0 received the lowbatteryalert (104) on 10/09/2025 10:27:00 faster than expected at 2.12 days. Battery cycle 11.0 received the lowbatteryalert (104) on 10/07/2025 03:11:00 after more than 7 days at 7.84 days. Battery cycle 10.0 received the lowbatteryalert (104) on 09/29/2025 02:28:00 after more than 7 days at 8.72 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), and label damage. Failed battery test was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Unexpected battery power loss was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Possible hardware failure, problem isolated to the electronic assembly. E/a alarm unspecified was confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump did not recognize the new battery, pump error and the power did not return to normal. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed, and no damage such as cracks on the pump main unit. No harm requiring medical intervention was reported. No product return is required for mmt-1886.